Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced alert 42 indicating a motor current sense failure on the ilet, the alert recurred after a restart, and the device was replaced with instructions to use back-up therapy and shut down the affected unit. Symptoms included hyperglycemia with a maximum blood glucose of 300 mg/dl for less than one hour, without ketone testing, medical intervention, or acute health effects. Outcomes included temporary use of subcutaneous insulin via pen and continuation of cgm use while awaiting replacement. Investigation included review of device history and guided troubleshooting with a restart that did not resolve the alert. Investigation of this case revealed a suspected insulin delivery motor current sensing malfunction consistent with an insulin delivery component fault that persisted post-restart. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the motor current sensing function.